Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: delamination of the diaphragm valve assessed as adhesive failure. ¿ deflation: observed opening device assessed as surgical damage.

Event description:
Device has been explanted and replaced with abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, "slow leak", deflation. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., h.6.

Event description:
Patient reported "slow leak", deflation. This record is for the left side. Device remains implanted.

Event description:
Patient reported "slow leak", deflation. This record is for the left side. Device remains implanted.